Event description:
A customer reported that the surgeon felt there was an issue with the I/a. When the surgeon attempted to remove the residual cortex, the posterior capsule was torn. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The surgeon stated the ¿pressure needs to be checked¿. The tss spoke to the surgeon and she said that she had issue in I/a. The surgeon stated she had residual cortex and tried to pull it out and broke the capsule. The tss recommended having the system checked and to contact the company sales representative to review system settings. The customer also stated the system power is hard to turn on. The company service representative examined the system and was unable to duplicate the problem reported. All the system pressures were checked and calibrations met product specifications. The system met product specifications with the exception of the power on issue. The power on latch is not working properly. The issue requires the customer to push the power button for a longer period than normal in order to power up the system. The customer requested this service request be closed and a quote provided to repair the power on latch. The customer is able to use the system. This is not related to the reported event. Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Predisposition to pc tear or zonular dehiscence can be influenced by many factors including, but not limited to, congenital posterior lenticonus, posterior sub capsular (psc) cataract, poor visibility secondary to patients comorbidity [ie. Dense arcus, pterygium, band keratopathy, corneal scars, interstitial keratitis], poor microscope illumination [red reflex], ergonomic obstacles, limited intraocular working space, abnormally long or short axial lengths, pseudoexfoliation, zonular laxity, poor dilation, intraoperative floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The conditions that increase the risk of pc tear during phacoemulsification include ergonomic obstacles, limited intraocular working space, poor visualization, increased nuclear size and density, weakened zonule, a radial tear in the capsulorhexis, and an inability to rotate the nucleus or epinucleus. These conditions may arise either because of the ocular anatomy, or because of surgical technique. There is no evidence contained within the reported information at this time that indicates that the design or performance of the infinity system had any effect on the integrity of the posterior capsule. The system was manufactured on march 22, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).